Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s hernia repair. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. The patient¿s hernia was pre-existing prior to the start of pd therapy. Preexisting hernias have the potential to become exacerbated by the physiological mechanisms of pd therapy due to dialysate in the peritoneal space. The preexisting hernia was being monitored as the patient previously declined hernia repair (prior to start of pd therapy). There were no reported overfill events or product issues that caused exacerbation of the patient¿s hernia. However, the patient subsequently began experiencing drain pain and as a result the patient agreed to undergo outpatient hernia repair.

Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery related to their pd catheter (not a fresenius product). A follow-up call was placed to the patient¿s pd nurse for additional information. The nurse stated that the reported surgery was a hernia repair. The nurse stated the hernia was not caused by or related to any issues with a fresenius device or product. The nurse also confirmed the patient did not have any overfill events and was not exacerbated by a fresenius device or product. Per the nurse, the hernia was pre-existing (unknown location) to the start of pd therapy. The nurse stated the patient's hernia was being monitored because the patient declined to repair the hernia prior to starting pd therapy. However, it was reported that over time, the hernia was causing the patient to experience drain pain. As a result, the patient subsequently agreed to a hernia repair, according to the nurse. The patient went on hemodialysis temporarily until the hernia site healed. The patient recovered from the event and has since resumed pd therapy without any adverse effects.